Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were getting bent cannulas from the infusion set. The customer's blood glucose level during the incident was 500 mg/dl. They treated the high blood glucose with a manual injection. After troubleshooting was performed for the bent cannula the customer was advised to return the bent cannula for analysis. They declined troubleshooting for the high blood glucose. The device will not return for analysis.